Event description:
It was reported that the patient presented to the clinic. Upon device interrogation, the right ventricular (rv) lead exhibited loss of capture and loss of sensing. The rv lead was found to be dislodged, which was confirmed by x-ray and fluoroscopy. The rv lead was subsequently explanted and replaced. The patient remained stable throughout the procedure.